Event description:
IV fluids were started on the patient. The pump continuously alarmed that air was in line despite the fact there was no air in the line tips. IV fluids were moved to another channel and no additional problems occurred.